Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged smokey smell from the device. The patient alleged headache. There was no report serious or permanent of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged a smokey smell from the device, a headache, and lightheadedness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation/breakdown was not observed in the base unit. No unusual odor was detected coming from the device. Confirmed the presence of slight contamination on the iso port that is not consistent with degraded sound abatement foam, likely from an external source. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that there was no evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.